Manufacturer narrative:
(B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that during re-entry into the true lumen the enteer balloon burst. No patient injury is reported.